Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a shaft fracture occurred. Vascular access was gained via the femoral artery. The concentric pre-dilated lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. While the physician was advancing the 2.50mm x 32mm taxus liberte stent delivery system through a non-bsc guide catheter against resistance, the shaft of the stent delivery catheter fractured. This occurred outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a shaft fracture occurred. Vascular access was gained via the femoral artery. The concentric pre-dilated lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. While the physician was advancing the 2.50mm x 32mm taxus liberte stent delivery system through a non-bsc guide catheter against resistance, the shaft of the stent delivery catheter fractured. This occurred outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte catheter was received with no original packaging or other devices. There were two complete separations of the hypotube. The hypotube separations was 20 cm and 83 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled. The distal portion (including the midshaft, balloon and tip) were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).